Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) reported an error message automatic inflation failed. The spare machine was replaced in time. There was no casualty reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d4. A getinge field service engineer (fse) evaluated and ran an on-site balloon connection test, and the failure still exists. The fse performed a maintenance mode test, pneumatic test and the negative pressure was too low. It is judged that the maintenance kit needed to be replaced. The customer seek other solutions and will not repair for the time being.

Event description:
N/a.